Event description:
According to the distributor's report, the device was used to close a forehead laceration. The pt was uncooperative and combative during the application. The physician was calling for info on the proper methodology in case of eye contact. She stated that at no time did the eye bond, and sent the pt to an ophthalmolist to confirm that no adhesive had gotten into the eye. The pt is reported to be doing well with no complications.